Manufacturer narrative:
(B)(4). Date sent: 04/01/2020. Device analysis: the visual analysis found that the returned device had an exposed weld ball and a loose washer: 1. The exposed weld ball was connected to a slightly unseated washer and disconnected from a male bead case of an adjacent bead. These components were CT scanned to study the inner and outer structure and get measurements. The smallest male bead case through-hole diameter was measured with computed tomography and found to be greater than the specification. The exposed weld ball diameter was measured and was within specification. The partially unseated washer appears to be bent outwards, forming a ¿saddle¿ shape. The washer is in contact with the female bead case at the two intact assembly welds and had pulled away from the bead case at the locations 90 degrees from the assembly welds. In addition, the significant deformation of the male bead case and the partially unseated washer point to a one-time, high-stress event. It is presumed that strong forces were applied to this junction during the explant procedure, which likely caused the washer deformation and the weld ball pull-through. 2. The loose washer and the female bead case that it was welded to were studied under optical microscopy. It seems that the weld is present in two opposing locations on the washer and the female bead case per the specifications. The washer seems to be deformed, the wire connected to this washer has several score marks and some necking, and the female bead case has several score marks. These findings suggest that strong forces were applied to this junction during the explant procedure leading to the washer welds the link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the ones discussed above, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: after implant, was the device initially effective in controlling reflux? What is the lot number for the device? Response: device was initially effective in controlling reflux until approximately the 6 month mark post implant. Lot number was not available.

Event description:
It was reported that six months post-implant to a lxmc16 implant the patient experienced recurrent gerd. On (B)(6) 2019 the patient had an egd and a ph bravo test done which resulted in a demeester +22 score. The device was explanted on (B)(6) 2019.